Event description:
The patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the keypad buttons were sticking, and felt flast and hard. The patient also claimed that the keypad was worn but intact. The patient denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was not responding to ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts.